Event description:
Vascular occlusion [vascular occlusion]. Pain when the provider pushes down on the injection site [ injection site pain]. Rha4 into the mid cheek; cheek area [off label use]. United states report received from physician assistant on (B)(6) 2022 and (B)(6) 2022. Additional information received from nurse practitioner via phone call on (B)(6) 2022. A physician assistant reported that a female caucasian patient of an unknown age had received rha4 for unknown indication, on (B)(6) 2022. A volume of 0.1 or 2 ml of rha4 in left cheek using linear and back threading injection technique. There was discrepancy in the information about the needle used from the box and cannula used for the administration of the rha4 product in the source document. Previous cosmetic procedure included an unknown filler was used about a year ago. Concomitant medications were not reported. Food supplements not provided. On (B)(6) 2022, the nurse practitioner injected rha4 into the patient's cheek area. It was reported that, it was a training session and at some point, someone noticed something on left cheek bone of the patient. They palpated the area and documented in her chart a bruise. They did want her to monitor it and was concerned about vascular occlusion, but this was not confirmed. As a treatment, the area was manually massaged for several minutes. The patient brought back a few hours later and in caution, administered hyaluronidase. On (B)(6) 2022, the patient had noticed a possible vascular occlusion. It was pink and purple color. There were tenders to palpation. The physician assistant mentioned that the product was injected in other areas of the patient's face, but the left cheek was the only area of concern. As a treatment, warm compress was applied and massage to the areas was provided on the same day. Also, the patient received four vials of hylenex to dissolve the filler around the effected spot and underneath (injections angled anteriorly, superior to the point of injection and around the injection site). Additionally, the patient also started aspirin 325 mg, twice daily every six hours. On 25-oct-2022, the patient received another vial of hylenex near the injection site. On the same day, the patient went to hyperbaric oxygen chamber in the late afternoon. No pain or numbness at the injection site. The patient had experienced pain when the provider pushes down at the injection site. No change in vision or visual acuity for the patient. At the time of this report, no other fillers were used at the time of the event. The outcome of event vascular occlusion was recovering. The outcome of the event pain was not reported. The product is not available for return. (B)(4). No additional information was available at the time of this report. Case no (B)(4) (same patient) was merged into this case (B)(4). Case comment : a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.